Event description:
According to the reporter, the transfer set was stuck in amla cycler patient line. They had to get the husband to come home from work and detach the transfer set from the patient line using pliers. The patient advised to come into clinic for transfer set change which was completed. There was no reported patient outcome. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).